Manufacturer narrative:
(B)(4). Date sent: 11/14/2025. Additional information was requested, and the following was obtained: are there any photos that you can share? -no. Any difficulties with the device during firing? -no. Any noises with the device during firing? -no. On what firing and what part of the staple line was the malformed staple noticed? -unknown. What was the cartridge color? -blue. What structure was being fired on when the device had malformed staples? -antrum of stomach. How was the post-op bleeding identified? -unknown. What was the total estimated blood loss (ml)? -unknown. Was a transfusion required? -no. How was the bleeding addressed? -reoperation with suture sewing. What was the pre and postoperative anti-coagulant and pain management protocol? -unknown. Was the bleeding intraluminal or extraluminal? -intraluminal. Did the patient receive any preoperative chemotherapy or radiation? -unknown. Were the staples the appropriate b-shape form? -no. Any clips, clamps, or graspers near the area where the device was being fired? -unknown.

Event description:
It was reported that during the procedure of antrectomy, noted malformed staple after a fire. Suture sewing was used to complete the surgery. In 2nd day after the operation, the patient experienced bleeding. A second operation was conducted to control the bleeding by suture sewing. The patient is in good condition now. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent 11/12/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: are there any photos that you can share? Productcomplaint1@its.jnj.com. Any difficulties with the device during firing? If yes, what. Any noises with the device during firing? Please describe the malformed staple shape? On what firing and what part of the staple line was the malformed staple noticed? What was the cartridge color? What structure was being fired on when the device had malformed staples? How was the post-op bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Did the patient receive any preoperative chemotherapy or radiation? Were the staples the appropriate b-shape form? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.